Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "something in the tube dislodging" and going down the patient's throat while sleeping. The patient states that they have been using the machine but stopped after the second incident occurred, which has awoken them twice, and "that it might have been from dry water breaking loose in the tubing and getting expelled out." They have not gotten their replacement unit. Additionally, the patient mentioned having a small esophagus that they get "stretched out" once a year. They "choke on food or pills will get stuck to the sides of [their] esophagus," which they "will try to puke to dislodge it." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. The customer's complaint was not confirmed. The device was scrapped. H3 other text : evaluated by third party

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "something in the tube dislodging" and going down the patient's throat while sleeping. The patient states that they have been using the machine but stopped after the second incident occurred, which has awoken them twice, and "that it might have been from dry water breaking loose in the tubing and getting expelled out." They have not gotten their replacement unit. Additionally, the patient mentioned having a small esophagus that they get "stretched out" once a year. They "choke on food or pills will get stuck to the sides of [their] esophagus," which they "will try to puke to dislodge it." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.